Manufacturer narrative:
Block b3: exact date unknown, event occurred a 2024 prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was mentioned that the physician could not get charging puck to aligned over the ipg due to it appears to be flipped on the side. The patient underwent a revision procedure. No further information has been obtained.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was mentioned that the physician could not get charging puck to aligned over the ipg due to it appears to be flipped on the side. The patient underwent a revision procedure. No further information has been obtained. Additional information was received patient was doing well post operatively. The old ipg was implanted and in used.